Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the drip ran in way faster than it was programmed to run. Unsure if pump or channels fault also unable to calibrate . There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of the device infusing significantly faster than programmed was confirmed during testing of the suspect pump module, as unregulated flow was observed at low infusion rates. Thorough laboratory testing of the suspect pump module initially confirmed unregulated flow and mechanical issues associated with bezel damage. Following bezel replacement and recalibration, the device performed within specification, with no further unregulated flow observed. External and internal inspection of the suspect pump module identified multiple cracks in the bezel assembly, which were determined to be significant and likely contributed to the reported issue. No additional anomalies were observed that would have impacted on device functionality. There was no patient involvement in the reported event dated march 21, 2025; however, the exact time of the incident was not specified. The associated pcu or its logs were not provided to bd; therefore, it was not possible to identify the drug programming. The pump module event log only has limited infusion details such as the rate, volume to be infused (vtbi) and alarm events. The error and event logs from the suspect pump module (s/n (B)(6)) were retrieved using alaris system maintenance (asm). Although the event date was given, no infusions were recorded on that day. Therefore, the last recorded infusion, which occurred on july 31, 2024, at 4:23 am, was reviewed. No errors were found in the error log that could have contributed to the reported event. The event log showed that the infusion began at 4:23 am with a rate of 9.414 ml/h and a volume to be infused (vtbi) of 236.056 ml. At 4:49:33 am, the pause key was pressed first, followed by the channel off key, marking the end of the infusion. Pump modules manufactured between april 2011 and june 2017, using the plastic material fr-110, have the potential to separate at the bezel posts. Recall: mms-21-4400 was released in june 2021. It was not possible to determine what the actual volume was within an IV container at the start and ending of an infusion from a review of the pump module event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pump module event log; it only reflects limited infusion details such as the rate, volume to be infused (vtbi), and alarm events. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o:(B)(4)). Please replace the bezel assembly, as multiple cracks were found during internal inspection. The original bezel was reinstalled after testing. Please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. The repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the drip ran in way faster than it was programmed to run. Unsure if pump or channels fault also unable to calibrate . There was no patient involvement.